Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 324-325 mg/dl and moderate levels of ketones which resulted in customer being admitted to the emergency room (ER). Cause of bg was suspected to be insulin absorption issues. No issues were observed with the infusion set tubing, infusion set cannula or the insulin in use at the time of the event. Customer was treated with saline and insulin drip. Customer was released from the ER twelve hours later with the issue resolved and no permanent damage. Reportedly, customer continued to use pump for insulin therapy.